Event description:
A malfunction alarm identified as "malf 0" was reported, and no notable events preceded this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The customer was assisted by technical support to reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the caller acknowledged.